Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection showed moisture was present behind the display lens. No evidence of moisture contamination was found inside the battery compartment. The battery compartment and pump case were found to be cracked. The pump powered up properly, but with a blank display due to internal moisture damage. The pump failed a leak test due to a leak at the pump case crack. The pump case was removed and evidence of moisture contamination was observed on internal components. The initial complaint of a flashing display could not be evaluated due to the presence of a blank screen. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (flashing display w/moisture) issue. The reporter alleged that the display was flashing. It was noted that there was moisture/corrosion in the battery compartment and behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.